Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room for high blood glucose on (B)(6) 2020 with the blood glucose level of 564 mg/dl. Customer stated that the blood glucose went to 600 mg/dl when they admitted to emergency room. Customer stated that the blood glucose level was 300 mg/dl and they took manual units and it went up to 500 mg/dl. Customer would gave manual bolus and blood glucose level would not coming down. Customer was treated with insulin drip and intravenous fluids in hospital. Customer was also hospitalized on (B)(6) 2020. Customer was also hospitalized in previous week for low blood glucose. The insulin pump will not be returned for analysis.